Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check, the pulse generator exhibited backup vvi operation. After software download, normal device function resumed. The patient was in stable condition.